Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The arm assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, arm assembly of hpdu (high power display unit) was physically damaged. There was a chance that display may fall. There was no reported patient involvement.